Manufacturer narrative:
Product event summary: analysis found that the cursor position did not match the stylus position in incoming inspection. As a result the bezel assembly was replaced. It was also noted that the lower case was replaced and the usb port was not usable. Further analysis was performed when the programmer was returned to the united states. This analysis found that the power supply was noisy, the system fan was noisy and the media bay door latch was cracked.

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the cursor position did not match the stylus position in incoming inspection. As a result the bezel assembly was replaced. It was also noted that the lower case was replaced and the usb port was not usable. (B)(4).